Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was treated with an inpact admiral device. During a follow-up, visit stenosis without thrombosis was detected via echo dop pler/fistulogram. A new procedure was subsequently completed.